Event description:
It was reported that the iab was inserted without difficulty. After two days of use, the pump experienced "leakage alarms". The physician performed troubleshooting and found the connector of the gas drive tubing and the tube was disconnected. The reconnected it and resoved the leak alarms. There were no reported pt complications.

Event description:
It was reported that the iab was inserted without difficulty. After two days of use, the pump experienced "leakage alarms". The physician performed troubleshooting and found that the connector of the gas drive tubing and the tube was disconnected. He reconnected it and resolved the leak alarms. There were no reported patient complications.